Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of improper shutdown in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The turn on and then turn off was verified. The cause was identified that the battery contact pins on the rear case were depressed which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and then turn off in the surgery department. There was no patient involvement associated with this event. No additional information is available.